Event description:
The reporter indicated that the patient has been lost to follow-up for approximately four years. The reporter stated that the patient had one episode of syncope, and he then reported to the pacemaker clinic. The magnet rate was 80 ppm, and the eri (elective replacement indicator) screen was seen upon inquire. Cell voltage is 2.69 v and cell impedance is 4.95 kohms. The eri was cleared after the pacemaker was reprogrammed. The patient went home.